Event description:
Amplatz super stiff guidewire outer wire became unwound, causing the madril of the wire to become exposed and sticking the employee in the finger. This occurred after the wire was inserted into the patient and was being wound up to be placed on the back table. Manufacturer response for wire, guide, catheter, amplatz super stiff (per site reporter). Sent e-mail device complaint.